Event description:
Evaluation summary: the stent graft was not returned as it was deployed in the patient. The backend screw gear was returned broken and completely detached at the rear grip. It is not known what caused the backend to break. The slider was retracted 6cm. There was severe spiral damage on graft cover that stretched 26 cm from the edge of the graft cover. The spiral damage is consistent with excessive torquing of the device likely while navigating the challenging anatomy. The taper tip was extending out of the graft cover by 7cm. During evaluation, the slider handle worked fine. Films were received and their evaluation was completed internally. Review of the still angio images at the secondary cuff implanted showed that the aneurx had migrated approximately 5cm below the renals. There also appeared to be an aneurx cuff implanted; overlapping just above the bifurcated stent graft. The proximal aortic neck was severely angulated , appears >90deg and is also aneurysmal. The endurant cuff appears to be successfully implanted; however, several of the suprarenal struts look distorted, with a possible proximal type I endoleak visible.

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm approximately 44 months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient presented emergently with back pain approximately 1 month ago, and the CT demonstrated that the aneurx bifurcated stent graft (MFR report # 2953200-2011-01494) has migrated 3 cm distally with a large proximal type I endoleak. At the time of migration, the original aneurysm is 8.2 cm in diameter, and a second 2.9 cm in diameter aneurysm is now evident, proximal to the original aneurysm. Currently, the aortic neck has disease progression with dilatation to 29 mm in diameter at the renal arteries, moderate thrombosis, and severe angulation, and the iliac arteries are moderately tortuous and mildly calcified. The physician elected to intervene with an endurant aortic cuff (MFR report # 2953200-2011-01495), which was inserted into the patient percutaneously. During the deployment of the suprarenal stent, the back end of the endurant device from the thumb screw backward broke off, and one of the suprarenal struts did not deploy. The physician pushed the delivery system up but could not get the suprarenal strut to release. The physician then opened the handle of the delivery system and manually was able to release the strut. It was also noted that the outer sheath was twisted and shortened, resulting in the nose cone sticking out about 3 inches above the outer sheath cover; consequently, when the delivery system was being removed from the patient, the device caught on the sutures in the femoral artery. The physician elected to repair the femoral artery with a patch. Although the migration and type I endoleak were resolved for the larger aneurysm, there was a small proximal type I endoleak where the aortic cuff had been implanted for the upper aneurysm. No further intervention has been performed. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak, vessel perforation/dissection/rupture, deployment failures). Results and conclusions: (severe aortic neck dilatation), (use of the device in a severely angulated aortic neck.)

Event description:
Additional information was received for this case. It was reported that on a routine follow-up, the aneurx bifurcated stent graft was found to migrated distally with a proximal type I endoleak. The decision was made to reline the bifurcated stent graft with an endurant bifurcated stent graft and a contralateral limb. The proximal type I endoleak was still present but was diminished. No further intervention was performed and the physician thinks the endoleak will resolve once the heparin is reversed. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.